Event description:
Caller reported compact plus system blood glucose results of 88 mg/dl and 190 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The reported discrepant results were produced using the blood of the son of the compact plus system's owner. No information was provided for the son.